Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered on and disposable was noted to be alarming-confirming the reported customer complaint. A faulty filter holder assembly was noted to be the cause of the alarm with an unknown problem source. The device was also noted to not be recirculating water, and a crack was noted in the return tube. The filter holder assembly was then replaced as well as the return tube, and device was then noted to pass all functional testing.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) had an air detection issue. No patient injury or complications were reported in relation to this event.